Manufacturer narrative:
(B) (4).

Event description:
Procedure type: ileal conduit construction. According to the reporter: the customer reports that the stapler was loaded and passed to the surgeon, placed on the colon and closed. No abnormalities were observed by the user. The stapler was fired, opened and it was noticed that the colon tissue was adhering to the stapler. The user removed the tissue gently using forceps. Indents could be seen in the tissue where staples should have been. The first row of the staple line was blank. The second row had staples from end to half of the row but those staples were misformed in the tissue. A second application had to be performed, used another lot of reload and some tissue had to be resected to do so. Surgical time was extended by 1 hour, blood loss was approximately 200cc. The patient is fine.